Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error and black screen until button was pushed repeatedly. Dexcom issued a replacement and an rga number to collect the device for further investigation.